Event description:
Event description guidant received information that the patient was admitted to the hospital for an issue unrelated to this pacemaker. However, device interrogation noted that his heart rate was below the programmed lower rate limit (lrl). All device measurements were within normal limits. Isometrics were performed which confirmed that when the patient raised his left arm, his heart rate would decrease. An x-ray revealed a bend in the lead located near the clavicle first/rib area. Due to this observation and the fact that the decreased pacing rate did not occur when the patient was resting, it was determined that the clinical observations were the result of oversensing of myopotentials due to the insulation damage.